Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6) hospital). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cardiosave intra-aortic balloon pump (iabp) has spots on the screen when turning on. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter name), e2, e3, e4, g2, g3, g6, h2, h3, h6 (investigation type, investigation findings, investigation conclusion, component code), h11.it was reported that the cardiosave intra-aortic balloon pump (iabp) has obvious spots on the screen when turning on the device before use. There was no patient involvement and no patient harm reported. A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Upon arrival, he reported three 3cm diameter black spots in the lower left corner of the screen, indicating a faulty lcd screen. The device is under warranty and needs to be replaced. The aging ECG leads also need to be replaced as required by the warranty. The front panel of the device is faulty. The device is under warranty and has been replaced as required. Fse replaced the front-end board (d670-00-1164) and the cable ECG lead or 5l iec (d012-00-1814-02). The device has passed pre-use inspection. The device has passed all factory-specified performance and safety test specifications. The device has been delivered to the customer and is ready for clinical use.

Event description:
N/a.